Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates in attempt to address bg. Customer was "out of it" and unable to recall all assistance received by emergency medical technicians (emts) who were contacted and provided a sugar drip until the customer was able to be transported. Reportedly the customer was experiencing a low body temperature due to bg level and was provided with heat to raise body heat and antibiotics at the hospital to address bg. Customer was discharged later the same day, (B)(6) 2024 with the issue resolved and no permanent damage. Customer technical support (cts) confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.